Event description:
Customer reported receiving multiple battery out limit alarms during normal use. The countdown starts by itself. This alarm persisted after changing the battery. The blood glucose reading was 10.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.